Manufacturer narrative:
Date of birth - requested, not provided, weight - requested, not provided, ethnicity - requested, not provided, race - requested, not provided, expiration date - unknown due to unknown lot number, UDI - unknown due to unknown lot number, implanted date: device was not implanted, explanted date: device was not explanted, device manufacture date - unknown due to unknown lot number. The actual sample was obtained. When closely observing the needle it was confirmed that is was snapped off closely at the bottom base and its cross-section was also observed to be deformed. The criteria was checked through methods, complied with "fracture tolerance" regulated by iso standards (iso 9626: 1991 stainless steel needle tubing for manufacture of medical device) and every check category has fulfilled the requirement. A review of the manufacturer inspection record for the past 5 years revealed no defective properties to degrade functionality of the needle; such as contamination of the needle by foreign particles or any scratches/bends inspected during production, were noted. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not change the angle of the pen after penetrating the skin in order to avoid breaking of the needle. In case the needle broke off and remains in the body, please contact immediately a doctor" terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that prior serving a meal to a patient, a family member handed over an injector device with nanopass attached to the patient who have been suffered by psychiatric disorder with aggressive behavior. Although the male patient himself attempted to inject insulin in his body, needle penetration seemed not to be done properly due to obesity. As a consequence, tip of the needle was snapped from its bottom. The damaged needle was shortly replaced, and proper injection was later executed. While suspected area was specified on patient skin marked by family member, the patient visited the hospital to have himself diagnosed by echography and x-ray. Neither images showed the fragment. Furthermore, a doctor at dermatology attempted to surgically remove the fragment, it was however not found. The surgical cut was later sutured. Since the hospital has not been able to find the fragment in patient, it is remained unknown whether the damage had occurred shortly after the needle was penetrated into patient, or before needle penetration was taking place. Afterward as the patient showed no abnormality, the hospital let the patient return home. Based on his health condition, the hospital has concluded that the patient has now completely recovered.